Event description:
Rptr's 3 1/2-yr-old had a cold. Rptr put the vaporizer in his room to relieve his cough. The box carries the slogan "designed with your child in mind." Unfortunately the heat warning was buried in the warranty book. The child got out of bed and put his hand over the opening. He got a second degree burn on his hand. Rptr thinks this would be a better product if it was explained it was not safe for children not confined to a crib and put the heat warning on the opening of the vaporizer where it could be more clearly seen.